Event description:
Adverse event(s): "keratitis two degrees" (keratitis), "abrasions in left eye" (abrasion), "hypersensitivity to this product" (hypersensitivity), "red eyes" (red eye(s), "subepithelial infiltrates" (corneal infiltrates). Product problem(s): "none reported" (no information). The consumer's mother reported her daughter had been diagnosed with keratitis following use of this product. She stated her daughter's primary care physician referred her to a specialist on (B) (6) 2009. She indicated the specialist prescribed antibacterial drops [nos] at the (B) (6) 2009 visit and they "did not help her condition." She reported on her daughter's follow-up visit (B) (6) 2009, she was prescribed a different drop [nos] with a return check-up in 24 hours. The consumer's mother stated her daughter followed-up with the specialist and he recommended that she see the doctor who fit her with her contact lenses. She reported her daughter saw her optometrist on (B) (6) 2009, and he prescribed her corticosteroid drops. She stated her daughter followed up with the optometrist on (B) (6) 2010 and "eyes were fine at that time." On 03/18/2010, an optometrist reported seeing the consumer on (B) (6) 2009. He stated the consumer had keratitis 2 degrees and hypersensitivity to this product. He reported she experienced red eyes since (B) (6) 2009, an abrasion in the os in (B) (6) 2009, and +1-+2 subepithelial infiltrates. The optometrist stated he prescribed the consumer an ophthalmic corticosteroid three times a day for two weeks. He reported the consumer returned for follow-up on (B) (6) 2010, and he noted trace subepithelial infiltrates. He stated the consumer could gradually resume contact lens wear and he switched the consumer from this product to another multi-purpose solution.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via telephone on 02/25/2010, 03/04/2010, 03/18/2010, and 03/19/2010; via mail on 02/25/2010, 03/04/2010, and 03/12/2010; via fax on 03/04/2010. Additional information was received from the optometrist on 03/18/2010. Additional information has been requested from the consumer. (B) (4)